Event description:
It was reported that the patient was unable to disconnect the patient line of a cassette from the female connector of a minicap extended life pd transfer set. This was observed during use of the device for peritoneal dialysis (pd) therapy. As a result, the patient had to put a red clamp and cut the transfer set. There was no report of patient injury; however, the patient received antibiotics by intraperitoneal (ip) injection. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.